Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent anterior and posterior colporrhaphy, cystoscopy and vulvar biopsy due to sui, cystocele, rectocele, perineal relaxation, and lichen sclerosus. It was reported that the patient underwent mesh revisions on (B)(6) 2007, (B)(6) 2008. It was reported that the patient underwent mesh revision and implant surgery on (B)(6) 2012 due to pain, erosion, dyspareunia and urinary problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.